Event description:
Penumbra neuron catheter used for procedure fractured while in place (separate product). Stryker synchros wire used inside of catheter broke off in pt's brain. Had to retrieve fragment piece from brain using add'l supplies. Catheter and wire plus packaging returned to purchasing for f/u with MFR.